Manufacturer narrative:
The event product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic resection of a gist in the stomach. Event description: during a laparoscopic resection of a gist in the stomach, shattering of the tip of the 11mm trocar in which the camera was working was observed at the end of the operation. All detached trocar components were removed from the peritoneal cavity (3). During the operation there were no problems with the free movement of the camera inside the trocar. The remaining trocars were inserted and worked smoothly with the above-mentioned trocar. No abnormalities were found during trocar insertion into the abdominal cavity. The procedure was carried out in accordance with the procedures and without deviations from standard actions. Intervention: retrieval of separated parts. Patient status: no adverse effects on the patient, all detached fragments were secured outside the patient's body.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with three green fragments and eight sterile units. Visual inspection of the event unit confirmed the complainant¿s experience of a cannula tip fracture. The green fragments completed the missing portion of the cannula tip. The sterile units met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to a large force exerted on it or an instrumentation coming in contact with it during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic resection of a gist in the stomach event description [translation]: during a laparoscopic resection of a gist in the stomach, shattering of the tip of the 11mm trocar in which the camera was working was observed at the end of the operation. All detached trocar components were removed from the peritoneal cavity (3). During the operation there were no problems with the free movement of the camera inside the trocar. The remaining trocars were inserted and worked smoothly with the above-mentioned trocar. No abnormalities were found during trocar insertion into the abdominal cavity. The procedure was carried out in accordance with the procedures and without deviations from standard actions. Intervention: retrieval of separated parts patient status: no adverse effects on the patient, all detached fragments were secured outside the patient's body.